Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/compromised force sensor system test due to slightly loose drive support disk. Unable to perform occlusion test, dat test, excessive no delivery test or verify motor error alarms due to prime anomaly. The motor was tested outside the device and passed. Unit was received with cracked case at display window corners, display window and reservoir tube lip. Unit was received with broken off piece of battery tube threads. Unit was received with minor scratched display window and case. Unit was received with missing end cap sticker and stained back address serial number label. Unit was received with corrosion at the battery tube and battery cap contact.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 400 mg/dl. Customer's blood glucose reading was 300 mg/dl at the time of call. The customer experienced symptoms such as nausea and vomiting and dehydration. The customer was treated with manual injection and long acting insulin. The customer was wearing the insulin pump during the hospitalization. Customer also reported that the insulin pump had several motor error alarms during basal delivery. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.